Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box showed rebooting had occurred. Daily insulin delivery totals correctly reflected the user's programmed basal rates. The threads on the battery cap were observed to be stripped. The threads inside the battery compartment are stripped. No other damage was found to the battery compartment. The battery cap was unable to maintain electrical connection and power loss/reboots were duplicated. The battery cap contacts were found to be within specification. A test cap was used for testing purposes. The pump powers on normal with no alarms. A 29 hour flow accuracy test was performed; the pump passed flow accuracy testing and was found to be delivering within the required specifications. No further power issues occurring when using a test cap.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. The reason for the adverse event has been attributed to use error (knowingly using the pump with a damaged component).

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the battery cap and the threading on the battery compartment of the pump was damaged. Customer support explained to reporter that cs advised the patient to go off the pump on (B)(6) 2013 due to the battery cap damage and power loss but the patient continued to use the pump. The reporter stated that the pump continued to lose power which caused the patient to not get all of her insulin causing her blood glucose (bg) level to go to 500mg/dl range without signs and symptoms. The patient was treated with correction injections of insulin to bring down her bg. The reason for the adverse event has been attributed to use error (knowingly using the pump with a damaged component that affected the functionality or performance).